Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The patient heard alarm sound, than came to the surgeon and during pump interrogation doctor found that infusion is stopped and there is "pump hardware failure (8)". In the programming guide it says that dr should empty the pump reservoir and contact customer support. Surgeon did so.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device history record of product code 91-4200, lot cpjc68; serial number (B)(4) was reviewed and confirmed that the product conformed to the specifications when released on august 13th, 2013. Data extraction: data were extracted from the pump at receipt, and sent to the r&d for analysis. As expected the high voltage feedback error (hw[8]) was present. The defect reported by the customer is confirmed. In addition to the hw8, two additional errors linked to an abnormally low battery voltage were reported. The sensors indicate the battery voltage during mmc wakeup / shutdown below the defined threshold of 1.90 volt. All parameters of the dosage program are correct. After the data extraction, on the 11th november 2015, a pump interrogation was performed and a hw[1] was also present. The hw[1] could be caused by the discharged of the battery. Visual inspection: the pump was returned as follows: 4 suture loops, approx. 20 punctures were observed on the filling septum, several scratches were observed on the titan part, around the refill septum, approx. 1 holes observed on the bolus septum. Pump decontamination: the medstream pump was steam sterilized. Butane extraction: the butane was extracted from the pump butane chamber. Investigation of the electronic part of the pump: the top cover of the pump was carefully removed in order to avoid the detachment of small titanium chips from the cover during machining. This allows an access to the electronic chamber. The battery tension was measured immediately after the top cover removing. The value kept changing up and down between 1.89 ¿ 2.42 v. This fact confirms that the battery of the pump does not work properly, and it explains the hardware failure [1] previously reported. The pump was sent to the r&d department to pursue the investigation. A visual observation of the pump electronic chamber under binocular was done. White crystals were observed in the electronic chamber on the refill port, below the piezoelectric actuator and on the pcb board. Based on previous complaint investigations, we suspect that the write crystals are traces of drug. To find the source of these drug traces in the electronic chamber, the piezo was removed: white crystals were observed on the membrane under the piezoelectric actuator. This seems to indicate that the drug crystals observed in the electronic chamber comes through the membrane. To control if the membrane was permeable, distilled water was injected from the pump outlet into the pump. This yields to a clear appearance of a water drop in the middle of the membrane. This confirms that there is a crack in the membrane that allows the drug to leak into the electronic chamber. The defect reported by the customer, an hardware failure 8 was confirmed. The root cause of the hw[8] error reported by the customer and hw[1] observed during the investigation is a crack in the titanium membrane located under the piezoelectric actuator. This crack allows the drug to leak from the fluidic path into the electronic chamber. The functionality of the piezo was affected due to the contact with the drug, explaining the hw8. The presence of crystals on the pcb that have created an electric path that discharged the battery, explaining the hw1. Dra was initiated to collect and analyze all data available related to ti-membrane breakage on medstream pumps. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.